Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven days after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received noting that the cause of death was due to metastatic cancer and the patient had a history of rectal cancer. The ipg system was implanted for improvement of life and the patient was not expected to die this quickly post implant. There was no allegation that the death was related to the device system.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed) the outer insulation was breached cut and had cosmetic depression and there was apparent explant damage.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately eleven days after device was replaced. The cause of death has been requested and not received.